Event description:
A surgeon reported that three years following intraocular lens (iol) implant surgery, the patient's iol has been noted to be changing color in an unusual fashion. According to the surgeon, the iol became more yellow thus leading to a major interference in the colored vision for the patient. The patient is a dentist and therefore is using ultra violet curing sources. In a follow up, the surgeon reported the event continues. He reported the event began one month following the iol implant.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A photo was returned and assessed. No conclusion could be determined from the photo. We are unable to confirm product damage without evaluation of the physical product. Results from the product and batch history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).